Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the imaging system computer to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect computer has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the imaging system pendant showed "initializing please wait" when starting up the system. Restarting the system resolved the reported issue. No additional information was provided. The reported issue was reported during a spinal fusion. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacturing date provided.